Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A medical engineer reported that during a procedure, the handpiece got hot and the surgeon's hand was burned. The surgeon's condition improved after applying ice packs to affected area. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
It was found the handpiece was getting hot, the handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. However, after applying ice pack, the condition improved. The surgeon was identified as a female and expressed concerns with potential patient injuries as a result of her own. The surgeon attributes the hand burn to the handpiece used during her cases. Additional, related information was requested but was not obtained. The operator¿s manual includes the warnings: use of the handpieces, in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow and/or sideways orientation of the tips can cause excessive heating and potential thermal injury to adjacent tissues. Appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases and lead to severe thermal damage. The customer provided no additional information on this event. However, the handpiece was returned for evaluation. The phaco handpiece was manufactured on (B)(6) 2016. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on (B)(6) 2014. Based on qa assessment, the product met specifications at the time of release. The phaco was received for evaluation. A visual assessment of the returned sample found a herniation near the connector strain relief. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The temperature of the handpiece shell was measured one minute into the burn-in test which found the handpiece to meet alcon specifications. The handpiece was then connected to a dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).